Event description:
It was reported that a female resident was placed on the mattress the mattress allegedly lost air, allowing resident to roll over and become entrapped in the side rail. (Side rail and bed which were used with mattress - unknown MFR) dealer's rep removed mattress in question and took it back. It was cleaned and checked; found no loose air sacs.